Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the second deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. On (B)(6) 2016, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, and prolapse of the anterior leaflet. The second clip delivery system (cds) was advanced to the mitral valve leaflets. The clip got stuck in the chordae during placement; standard trouble shooting was performed and the device was easily freed from the chords. A total of three clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure. On (B)(6) 2016, a follow-up echocardiogram was performed which found that the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr remains at 2. No additional procedure is planned for treatment. The patient is in stable condition. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and patient morphology/pathology appears to have contributed to the reported clip becoming caught in the chordae resulting in physical resistance and single leaflet device attachment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.